Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging a insulin cartridge leak. The reporter indicated that back in (B)(6), the pump said a cartridge had 40u of insulin left. While doing a routine cartridge/set change, she claimed that cartridge appeared to only have a drop of insulin in it and the rest was air. The reporter denied feeling or seeing moisture. She was not sure where the insulin went. The reporter did not allege any harm or injury because of the reported issue. This complaint is being reported due to the following conclusion: the patient claimed that a cartridge leaked insulin. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms or treatment suggestive of a serious injury.

Manufacturer narrative:
No cartridges were returned to animas for investigation. In addition, the lot # of the cartridge(s) involved in the complaint was not provided. Therefore, no investigation can be completed at this time.